Manufacturer narrative:
The insulin pump was received with motor error alarm during the rewind due to corroded motor home switch also, moisture damage was found on the lcd board. Unable to perform self-test, a21 error test, displacement, occlusion test and no delivery test due to motor error alarm. No missing segments or partial display or unexpected distorted screen when pressing escape button noted. The insulin pump passed the operating currents test. The insulin pump had severely scratched and worn display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he presses the esc button on the insulin pump the screen gets distorted. The insulin pump had a partial display. The display did not return to normal after troubleshooting. The insulin pump was bumped. The battery cap was stripping. Customer's blood glucose level was 546 mg/dl. The customer gave himself a correction through a bolus of 16 units of insulin. Later he noticed his blood glucose level was still above 400 mg/dl. Therefore, he gave himself 16 units of insulin using a syringe. The customer was advised that the device would be replaced and agreed to return the product for analysis.